Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.

Manufacturer narrative:
The device was serviced on site by a field service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, and a review of the alarm log were performed. The f38 alarm was identified during visual inspection and review of the alarm log. The cause of the condition was tube misloading sensors out of specification. To correct the condition, the tube misloading sensors were replaced. The device was serviced to meet functional specification. Additional relevant information become available, a supplemental report will be submitted.